Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported as per medwatch form that the patient underwent surgery using rhbmp-2. Post-op, on (B)(6) 2015, just after the surgery the patient had severe edema on face, neck and mouth along with pain. The patient was discharged the next day. It was also reported that the doctor had done something different which was the reason for edema. The next day of the surgery the patient had severe headache, stomach ache, felt pressure from fluid. Patient also had weight gain, joint pain in his hips, shoulder, elbows and hands, extreme weakness during position changes, pulmonary hypertension.